Event description:
The customer alleged that he performed control tests and received results of 351 and 349 mg/dl. The normal control range was noted provided, but should be around 100-138 mg/dl. No adverse events were alleged. Customer service offered to further troubleshoot the meter and test strips, but the customer declined. The test strips were returned for evaluation. Replacement test strips were sent to the customer.